Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: all available information has been provided. Awaiting return kit to ship. Looks like the fixation tab broke off - described as on first bite.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date in 2025 and barbed suture was used. The "knot"came off - which I believe is referring to the fixation tab on the barbed suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no findings available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No, action taken when event occurred? Opened new device, was procedure successfully completed? Yes, patient status/ outcome / consequences no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged deficiency happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. What does the "knot came off" mean? Please provide additional details of the reported alleged deficiency. Lot number? Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were received for analysis. Product code sxpp1a445. Upon visual inspection of the returned suture, it was observed that the section of the fixation tab was not received for evaluation. Additionally, body fluids, as well as noticeable damage and deformations in the barbs, were observed. The extreme end of the suture appeared to be cut, likely caused by a surgical instrument. Furthermore, significant tooling marks, which appear to be caused by a surgical instrument, were observed on the body needle. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.